Event description:
It was reported that during a da vinci-assisted uvulopalatopharyngoplasty surgical procedure, the distal plastic part near the screw of the permanent cautery spatula instrument looked broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken proximal clevis to be related to the customer reported complaint. The instrument was found to have the plastic proximal clevis broken. Broken piece measuring approximately 0.133¿ x 0.038¿ was missing as a result of breakage. Common causes of this failure mode broken instrument proximal clevis is typically attributed to mishandling/misuse. Damage from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.